Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not being detected on the communication bus, failed to recognize the pockets in the drawers. A field service engineer confirmed that issue was resolved and station still operating properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, showing an error message that the device was not detected on the communication bus. Recovery attempts were unsuccessful, with the system persistently failing to recognize the pockets in the drawers. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.